Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was dropped on the floor. Customer's blood glucose was unknown. Device did not pass the self test. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump was returned for power system error alarm. Detailed trace analysis has confirmed power system error alarm and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace analysis confirmed the root cause is the non-sleep anomaly software error. No unexpected rattling sound noted when shaken. No loose components or damaged parts noted during our visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.